Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was over 600 mg/dl. The customer treated only with the insulin pump. The drive support cap appeared normal and recessed. The time and date were correct and the basal rates and bolus wizard settings programmed accurately. The bolus wizard history displayed all entries based on the customer's recollection. The customer declined to perform the high pressure test. The customer reported that when this issue occurred before, the cannula was bent. The customer changed the infusion set. The insulin pump was not replaced or returned for analysis.